Manufacturer narrative:
(B)(4). Batch # r92c2k. Investigation summary: the device was received with the nose cone cracked and with coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be functional. The handpiece was disassembled to inspect the internal components and the moisture indicator was found to be positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. It is possible that the ingress of moisture affected handpiece functionality. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the device needed to be sent for repair. Patient consequence was not reported. No further information available.